Event description:
The caller mentioned regarding dexcom g7 device. She received a letter from manufacturer regarding device being recalled. She answered "no", on asking if she experienced any adverse event. She stated, "I have not used it yet."